Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-9230grpp, batch 021630 reamer was received for investigation. Visual inspection identified wear across the blades of the reamer head. As the device was noted to be manufactured in 2016, this event is most likely the result of wear and tear damage accumulated over repeated usage.

Event description:
It was reported the ar-92grpp, glenoid reamer is dull.